Event description:
It was reported that oversensed noise was seen on both the right atrial and right ventricular leads, leading to pacing inhibition. The patient was not pacemaker-dependent. The physician noted insulation abrasion below the suture sleeve, appearing to be lead-on-lead interaction. Both leads were explanted and replaced. The patient was in stable condition with no adverse events.